Event description:
Information was received indicating that a pump was alarming no disposable, not detecting the cassette, when a smiths medical, cadd medication cassette was attached. It was reported that troubleshooting was unsuccessful. Per reporter the end user will mix another cassette as there was 20.1 ml of remodulin remaining, the pump rate was reported to be 44 ml over 24 hours. No adverse patient effects were reported. No additional information is available at this time

Manufacturer narrative:
Additional contact information: (B)(6), rn, email: (B)(6).